Event description:
It was reported that this right ventricular (rv) lead had high capture thresholds. Additionally, the lead had over-sensed noise that resulted in pacing inhibition for approximately 2 seconds. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).